Event description:
On (B)(6) 2012, (B)(6) reported that he has a clamp that was returned for credit on nsp # (B)(4) because it broke on the first use. On (B)(6) 2012, called the office. The voice message said that they would be closed until (B)(6) 2012. I left a message that I called concerning the clamp that broke on first use and asked that they call back. I left my contact information.

Manufacturer narrative:
Due to the clamp breakage allegedly occurring on first use, the clamp malfunction will be reported to maintain compliance with 21 cfr 803 and out of an abundance of caution. Conclusion - device breakage is addressed in the directions for use. The directions state, "caution: modification, overextending, bending or extended use of the clamp may cause breakage."